Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The analysis revealed that the clinical observation resulted from a battery voltage lower than expected, triggering by design a warning message to alert the user. However, the current consumption was found to be normal. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage leading to a quicker discharge of the battery. A prediction of the remaining service time is not feasible.

Event description:
It was reported that approx. 28 months after the implant, battery depletion was noted during follow-up.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition, confirming the clinical observation. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However the current consumption was normal. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed an almost depleted battery. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed an almost depleted battery and the microcalorimetry analysis showed no anomalies. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an internal short circuit within the battery was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.